Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 10/20/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 151mg/dl and 153mg/dl non- fasting. Reviewed meter memory: (B)(6). Memory concerns:41mg/dl. I checked the memory of the meter but customer had impairment of vision, the accuracy of the date and time is compromised.